Manufacturer narrative:
The event was reported by a physician. The device in use at the time of the event is unknown and no details were provided. Insulet is attempting to obtain additional information regarding the event.

Event description:
It was reported that a patient expired as a result of over delivery of insulin.